Event description:
On (B)(6) 2014 at the (B)(6) in (B)(6) it was reported that the hcu 40 serial number (B)(4) would not pass the power on self-test and displayed error message 'heater- pat circuit safety shutdown (pat.)'. (B)(4).

Manufacturer narrative:
The device was repaired at the (B)(4) site and the device pcb was replaced. The device pcb removed from the returned hcu 40 was sent back to mcp and evaluated in the engineering laboratory. The evaluation determined that the solid state relay controlling the outlet water temperature was continuously in the on position and had a current passing through it without any input signal. The uncontrolled temperature led to triggering of the circuit breaker in the heater circuit causing the safety shutdown of the device. When this relay was de-soldered from the device pcb and new one was soldered on, the hcu 40 passed the self-test without any problems. (B)(4).